Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to alleged pain.

Manufacturer narrative:
This follow-up report is being filed to relay correct initial procedure date.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to alleged pain. The modular head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed due to the part/lot information could be: implant date - (B)(6) 2009. Or the part/lot information could be: implant date - (B)(6) 2009. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative and postoperative bone fracture and/or postoperative pain."